Event description:
Medtronic received information that over four years post implant of this transcatheter bioprosthetic valve, a chest radiograph showed a single wire fracture along the anterior aspect of the stent at its midportion, immediately adjacent to an overlap weld. It was reported that no intervention has been required and the valve remained implanted with no adverse patient effects.

Manufacturer narrative:
Supplemental report sent to correct expiration date.

Manufacturer narrative:
Product analysis/conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. This product remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be provided, or the product is returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.